Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a blank display. Troubleshooting was able to retrieve the customer's display by inserting a new battery. The customer also reported a weak battery alarm on their insulin pump. Customer's blood glucose was unknown. The customer was advised to monitor their insulin pump. No additional information provided.